Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device worked fine. There were no issues with firing, stapling or cutting. Four white cartridges were fired on the bowel and four - five blues cartridges were fired successfully on the stomach. The night of the procedure, the patient was bleeding, throwing-up blood and had to be taken to ICU. The patient was given two units of blood. The next day the patient remains in ICU but was doing better. All devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. On what tissue type was the device used? At what location on the tissue? Stomach & bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unk. During which stroke did the event occur? Unk. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Ecs25a was used to create the bypass.

Manufacturer narrative:
(B)(4). Additional information: was it determined where the bleeding was coming from? Surgeon believes it is from the pouch. Were any other steps taken? Reop? No, transfusions. How was the bleeding controlled? Monitored. What was the patients preexisting condition? Do not know. Patients age, sex, weight, bmi? Do not know. Does the surgeon typically use a blue cartridge? Yes on the stomach. How long has the surgeon been using the echelon platform? Since 2006 or 2007 when it came out. Has the surgeon been inserviced? Yes. How is the patient currently? Fine. Is the patient expected to have a full recovery? Yes patient did. Device lot #? Device was thrown away.